Event description:
Healthcare professional(hcp) reported that a patient was injected with 2 of the juvederm vista volift xc under the eyes, nasolabial folds, marionette lines. Patient was also injected with 1 ml of juvederm vista voluma xc at the injection site; however, there were no similar symptoms with observed with the juvederm vista voluma xc. , three days after the juvederm vista volift xc injection, the patient developed swelling, redness, and pain at the injection sites. Hcp treated patient with antibiotic administration, puncture drainage, and local injection of hyaluronidase. The patient¿s mouth was swollen, which made it hard for them to open their mouth and take oral intake. The patient was given fluid replacement and vaccination with oral nutritional supplements. Patient was currently showing signs of improvement. Culture test for pus two times was given to patient. First culture test was negative. Healthcare professional additionally reported that the patient was treated with 1 ml of hillenex and 3g of sulvagiline twice in the morning and evening. Around two days later, the patient was presented with pus and a culture test and drainage was carried out. The patient was treated with 1 ml of hillenex and levofloxacin. The next day, patient had swelling under their eyes and was treated with 2 ml of hirenex. Two days alter, the pus was drained from the right lower lip. Patient was treated with sulvagiline 3g, soldem 3ag 500ml, loxonin 10 days, unasin tablets 3t x 3 for 6 days. On the final day the pus was drained, and patient was prescribed sulvacillin 3g/soldem 3ag 500ml, soldem 3ag 500 ml, and 1500 unites of hyaluronidase. Redness can still be seen. Symptoms are still ongoing.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 980/1. Continued h.6. Health effect- impact code: f2201. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.